Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient inserted a new sensor. Once she was receiving cgm readings, the values were ¿climbing¿ and the patient believed for the values to be inaccurate as the patient felt low (no specific cgm values provided). The patient could not eat, was vomiting, and felt weak and tired. No bg meter comparison was taken at this time. The following day, on (B)(6) 2023, the patient¿s condition did not improve. The patient called her doctor and was advised to go to the emergency room (ER). A friend of the patient¿s came over to take the patient to the ER. At the ER, the patient¿s bg meter reading was taken. No specific value was provided; however, it was noted the dexcom, and the bg meter reading were ¿100 pints different¿. The patient was diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU). The patient was treated with IV insulin, IV fluids, and potassium. The patient was discharged home after 2 days. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.